Manufacturer narrative:
Insulin pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, and scratched reservoir tube window. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
Customer reported via phone call that they were having trouble with the insulin pump. Customer stated that there were pieces breaking off the reservoir compartment and the little black ring was falling out. Customer was unsure if the reservoir will hold into place. Customer's blood glucose readings at the time of the call were 161 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.